Manufacturer narrative:
Device has been disposed.

Event description:
It has been reported to boston scientific corporation that a sensor was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure the guidewire was inserted into the ureter and then to the kidney. The guidewire coiled around a stone and then became tangled. The surgeon was unable to remove the guidewire and had to use a laser to cut the wire and remove it. The segmented portion of the wire was retrieved using a basket. They used another sensor guidewire to complete the procedure. The condition of the patient at the end of the procedure was reported to be stable.